Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not properly retract and leakage occurred. This is report 4 of 4. There was no report of patient impact. The following information was provided by the initial reporter: customer reached out. Three people said they had difficulty engaging the safety/ retracting the needle. It caused the seal to break on some and caused a back splash of blood and even caused one catheter to slide back out partially. They have 2 of 3 they can send back. ¿ can you please confirm if this happened with three clinicians and three different patients were involved? This has happened with more than 3 clinicians, it's just that only 3 products were kept. ¿ if yes, can you describe each incident separately? Several times the safety was extremely difficult to engage. At least once it was not engaged at all until the needle was completely removed and they reported having to press extremely hard to get it to engage. ¿ was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿? They seem stuck ¿ did needle retract at all? Did it partially retract? At times it retracted partially, and at least once not at all ¿ did the seal break causing leakage due to the force of the needle retraction? Yes, lots of blood back flow ¿ was this defect observed in an unopened sealed package? The one needle with the hair or fuzz on it was taken directly out of a sealed package and observed upon removal ¿ was there a needle stick injury? No ¿ was there any adverse event or serious injury reported? No ¿ was there any exposure of blood/bodily fluid on patient or healthcare professional? No, just blood back flow onto linens

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not properly retract and leakage occurred. This is report 4 of 4. There was no report of patient impact. The following information was provided by the initial reporter: customer reached out. Three people said they had difficulty engaging the safety/ retracting the needle. It caused the seal to break on some and caused a back splash of blood and even caused one catheter to slide back out partially. They have 2 of 3 they can send back. Can you please confirm if this happened with three clinicians and three different patients were involved? This has happened with more than 3 clinicians, it's just that only 3 products were kept. If yes, can you describe each incident separately? Several times the safety was extremely difficult to engage. At least once it was not engaged at all until the needle was completely removed and they reported having to press extremely hard to get it to engage. Was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿? They seem stuck. Did needle retract at all? Did it partially retract? At times it retracted partially, and at least once not at all. Did the seal break causing leakage due to the force of the needle retraction? Yes, lots of blood back flow. Was this defect observed in an unopened sealed package? The one needle with the hair or fuzz on it was taken directly out of a sealed package and observed upon removal. Was there a needle stick injury? No was there any adverse event or serious injury reported? No. Was there any exposure of blood/bodily fluid on patient or healthcare. Professional? No, just blood back flow onto linens.